Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) asian female patient. Medical history included surgery for long tumor in the ear, family history of diabetes, high blood pressure and left heart hypertrophy. Concomitant medications included an unspecified traditional chinese medicine capsule for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100u/ml) from cartridge, via humapen luxura champagne, 14 units each morning and 14 units each evening, subcutaneously for the treatment of diabetes, beginning in 2004. In 2010 she was hospitalized for unknown reason and then, she experienced right heart hypertrophy. In 2014, she experienced high blood glucose and was hospitalized. In 2014 also her right ear began with could problems to hear. In 2015, she had high blood pressure and was hospitalized. In (B)(6) 2016, she experienced waist and feet pain, so she was hospitalized. Next, her blood glucose was sometimes high and sometimes low. In (B)(6) 2016 her physician changed her original insulin lispro protamine 75%/ 25% dose to 18 units each morning and 18 units each evening. In (B)(6) 2016, she had another episode of high blood pressure and she was hospitalized. Additionally, she was not complaining about her diet recommendations. On (B)(6) 2016 her humapen luxura failed (product complaint (B)(4)/ lot 0905b02) and she discontinued her insulin lispro protamine 75%/ 25%. Information regarding corrective treatments, outcome of the events and insulin lispro protamine 75%/ 25% were not provided. The patient was the operator of the humapen luxura and her training status was not provided. The humapen luxura model duration of use was approximately 12 years. The reported device duration of use was not provided. The humapen luxura was discontinued. It was returned on 08sep2016. The reporting consumer did not know if the events were related to insulin lispro protamine 75%/ 25% therapy or the humapen luxura. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 06-sep-2016: additional information received on 05-sep-2016. Added traditional chinese medicine capsule in the narrative. No more changes. Update 12-sep-2016: information received from the rcp on 31-aug-2016. Product complaint (pc)reference number (B)(4) was provided. No adverse event information was received. Update 14-sep-2016: additional information received on 08-sep-2016 from the global product complaint database updated the lot number from unknown to 0905b02 which updated the device to a humapen luxura champagne; added the return date of the device; updated the european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 09nov2016 in describe event or problem. No further follow up is planned.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) female patient. Medical history included surgery for long tumor in the ear, family history of diabetes, high blood pressure and left heart hypertrophy. Concomitant medications included an unspecified traditional chinese medicine capsule for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100u/ml) from cartridge, via humapen luxura champagne, 14 units each morning and 14 units each evening, subcutaneously for the treatment of diabetes, beginning in 2004. In 2010 she was hospitalized for unknown reason and then, she experienced right heart hypertrophy. In 2014, she began using a humapen luxura champagne with lot number lot 0905b02. In 2014, she experienced high blood glucose and was hospitalized. In 2014 also her right ear began with could problems to hear. In 2015, she had high blood pressure and was hospitalized. In feb- 2016, she experienced waist and feet pain, so she was hospitalized. Next, her blood glucose was sometimes high and sometimes low. In (B)(6) 2016 her physician changed her original insulin lispro protamine 75%/ 25% dose to 18 units each morning and 18 units each evening. In (B)(6) 2016, she had another episode of high blood pressure and she was hospitalized. Additionally, she was not complaining about her diet recommendations. On (B)(6) 2016 her humapen luxura failed ((B)(4)/ lot 0905b02) and she discontinued her insulin lispro protamine 75%/ 25%. Information regarding corrective treatments, outcome of the events and insulin lispro protamine 75%/ 25% were not provided. The patient was the operator of the humapen luxura and her training status was not provided. The humapen luxura model duration of use was approximately 12 years. The suspect device duration of use was two years. The humapen luxura was discontinued. It was returned on 08sep2016, and no malfunction was found. The reporting consumer did not know if the events were related to insulin lispro protamine 75%/ 25% therapy or the humapen luxura. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 06-sep-2016: additional information received on 05-sep-2016. Added traditional chinese medicine capsule in the narrative. No more changes. Update 12-sep-2016: information received from the rcp on 31-aug-2016. (B)(4) was provided. No adverse event information was received. Update 14-sep-2016: additional information received on 08-sep-2016 from the global product complaint database updated the lot number from unknown to 0905b02 which updated the device to a humapen luxura champagne; added the return date of the device; updated the european and canadian required device reporting elements; and updated the narrative. Update 02-nov-2016: upon review, this case was opened to update the suspect device duration of use from 12 years to two years. Update 09-nov-2016: additional information received on 09-nov-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 10-nov-2016: additional information received on 09-nov-2016 from the global product complaint database added no new information to the case.